Event description:
It was reported the pt has never charged the ipg as she does not have a charging system. The sjm rep was unable to establish communication using multiple external devices. Subsequently, the pt underwent surgical intervention to explant and replace the ipg. Effective stimulation was restored post-operative.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.